Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device part number and lot number were received from reporter on jan 27, 2016 and added to this report along with the UDI#. The subject device was received on feb 5, 2016. G5-510(k). A product development investigation was performed for the subject device (cannulated connecting screw, part number 03.037.010, lot number 9302908). The subject device was returned without any signs of significant damage along the threads. This device was returned along with associated complaint instrument part numbers 03.037.012 and 03.037.013. All three instruments were inspected and did not show any significant signs of wear. There was nothing to indicate a loss in function due to damage. The parts were assembled with a product development supplied tfna nail (part number 04.037.043, lot number 7980704) as well as the tfna blade/screw guide sleeve (03.037.017 lot number 9542998) and wire guide sleeve (03.037.018 lot number 8969451). When assembled they were able to properly target the oblique hole of the nail, a guide wire inserted through the wire guide sleeve passed through the oblique hole as intended. Therefore this complaint event cannot be replicated and is unconfirmed, and it is most likely caused by misuse. Possible causes are soft tissue forces pressing on the aiming instrumentation, or loosening of the connecting screw without any post-insertion tightening. A device history record review was also performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as 68.9 inches this report is for an unknown connecting screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2016 for a fracture between the proximal one third femur and lesser trochanter. During the nail implantation, the surgeon encountered hard bone and difficulty with fracture reduction. Surgeon reamed the femur and as the surgeon began to insert the nail, the mallet was used to advance the nail. There were multiple attempts to reposition the nail, which resulted in backslapping the nail. Steps were taken to insert the lag screw through the nail. X-rays were taken to verify the position of the guide-wire. Additional x-rays were taken to verify the position of the lag screw. It was noted that the x-ray technician was not providing the surgeon with the views requested. There was no surgical delay. The surgery was completed with incomplete x-rays and patient was sent to post-operative, where additional x-rays revealed that the lag screw had missed the nail. The patient underwent a revision surgery on the same day to remove the lag screw and insert a new lag screw. The nail remained implanted. The same aiming arm and insertion handle were used without difficulty in a subsequent surgery. X-rays during the case and post-operative x-rays confirmed the screw was properly placed. Patient outcome is reported as positive. This report is for an unknown connecting screw. This is report 3 of 5 for (B)(4).